Event description:
Received report from abbott int'l affiliate (abbott-canada) which states" the pt had an intravenous line infusing with a microbore t-set. The access device was in the hand. Microbore set was used in the pt unit. Pt was found to have redness at the site where the luer lock, spin collar was resting. No other effects to the pt besides the redness." Add'l pt and event info has been requested, but no further info has become available.